Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse inserted the stent, the stent was kink. So he used another zso. There was no adverse effects to the patient nor delay in the procedure noted. 1. What was the target location for the stent? Ans. Cbd. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. Stent storage cabinet (shaded area). 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Ans. Olympus visiglide2 0.025¿ 450cm. 4. Was the wire guide lubricated prior to use? Ans. Yes. 5. Was the wire guide inspected for damage prior to use? Ans. No. 6. Was the device at the center of the complaint inspected for damage prior to use? Ans. Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Ans. Yes, he did sphincterotomy. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? Ans. No. 9. Were any other defects observed on the device prior to return (other than the reported complaint issue? Ans. No. 10. If not with device in question, how was the procedure completed. Please confirm if same wire-guide and endoscope was used with replacement device. Ans. He used another zso and same g/w. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Ans. Olympus tjf-260v 4.2mm. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Ans. No. 13. Was resistance encountered when advancing the wire guide to the target location? Ans. N/a problem with stent installation 14. Was resistance encountered when advancing the introduction system in place to the target location? Ans. N/a problem with stent installation. 15. How did the physician determine the length of the stent to be used for the procedure? Ans. Decide by looking at the fluoro screen. 16. Where was the stricture located in the duct? Ans. Cbd but this problem with stent installation. 17. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) Ans. No. 18. Was resistance encountered when advancing the stent through the obstructed area? Ans. N/a. 19. After placement, was stent position verified? Ans. N/a. 20. Please estimate the amount of time the stent was in place prior to this occurrence. Ans. N/a. 21. Did any section of the device detach inside the endoscope or patient? Ans. No. 22. Were any modifications made to the complaint device or accessories used with the device in this procedure? Ans. No.

Manufacturer narrative:
Device evaluation: 1 unit of zso-7-7 of unknown lot number device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement zso device to complete the procedure. Additionally, from the information received, it is also known that the wire guide was not inspected prior to use. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Corrective action/correction CAPA: pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: confirmed qty of devices: 01 device prior to use. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28-jul-2025.